Manufacturer narrative:
The first two follow-up procedures were done from below through the vaginal vault under general anesthesia. Based on the information collected up to this point, no conclusions can be drawn.

Event description:
Total abdominal hysterectomy performed in 2006. About 5 weeks after the surgery, spotting and increased vaginal discharge were noted. Upon examination, it was found that a 1 cm area in the vaginal cuff was open and a small piece of surgiwrap was protruding through the opening. Follow-up surgery was performed four months after, but pt was still experiencing discharge and the cuff was not healing. Another follow-up surgery was performed on the following month, to repair the cuff and remove surgiwrap pieces. Symptoms still persisted, so a laparoscopic procedure was scheduled for in 2007. During this procedure, a 1 cm area of the cuff was excised and closed with a suture and small remnants of surgiwrap were removed. Pt has since healed without sequelae.